Event description:
Rn was using new safety needle (23g) while administering covid vaccine. The safety needle did not close all the way and the rn was stuck when trying to place needle in the sharps container. She did not think skin was broken until removing glove. Hands were washed thoroughly and occupational health notified. Nursing staff encouraged to ensure the newer safety needles close securely prior to dropping into the sharps containers.